Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforating my bowels'), medical device removal ('I had my hysterectomy') and multiple episodes of genital haemorrhage ('irregegular bleedings, the longest for 7 months, my cycle started in (B)(6) 2016 and ending in (B)(6) 2017 , 'irregular bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity and resuscitation (during delivery of son with hellp syndrome). Family history included hellp syndrome (in son). In (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced the first episode of genital haemorrhage (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criterion medically significant), the second episode of genital haemorrhage ("irregular bleeding"), habitual abortion ("I stopped counting after the 6th miscarriage"), alopecia ("hair loss"), rash ("skin rashes"), autoimmune disorder ("auto immune disorders"), tooth fracture ("teeth broke"), anxiety ("anxiety"), depression ("depression"), hypersensitivity ("allergic reactions") and raynaud's phenomenon ("I do have raynaud's though"), experienced medical device pain ("'I had essure for 10 years 9 months 3 days and had pain for 10 years 9 months and 3 days"), lasting 10 years 9 months 3 days, was found to have a pregnancy with contraceptive device ("in that time I got pregnant so many times I stopped counting"), was found to have weight increased ("weight gain") and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with hydroxyzine, intrauterine contraceptive device (iud nos) and surgery (salpingectomy for essure removal with ablation, then second surgery hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the intestinal perforation, pregnancy with contraceptive device, habitual abortion, alopecia, rash, autoimmune disorder, tooth fracture, weight increased, anxiety, depression, medical device removal, hypersensitivity and raynaud's phenomenon outcome was unknown and the medical device pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered alopecia, anxiety, autoimmune disorder, depression, habitual abortion, hypersensitivity, intestinal perforation, medical device pain, medical device removal, pregnancy with contraceptive device, rash, raynaud's phenomenon, tooth fracture, weight increased, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. The reporter commented: speedy recovery after salpingectomy , ablation and hysterectomy, back up and running in 4 days. Five weeks post op down 5 pounds and did not do anything. 6 weeks post surgery no complaints. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, allergic reaction, raynaud's disease. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events were added: hysterectomy, allergic reaction, raynaud's disease and reporters information were updated on 23-mar-2020: social media received: fu 8, 9,10 processed together. On 23-mar-2020: social media received: fu 8, 9,10 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregular bleedings, the longest for 7 months, my cycle started in (B)(6) 2016 and ending in (B)(6) 2017/prolonged bleeding for 10 month straight'), intestinal perforation ('perforating my bowels') and uterine perforation ('perforated uterus/ coil migration') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity and resuscitation (during delivery of son with hellp syndrome). Family history included hellp syndrome (in son). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), habitual abortion ("I stopped counting after the 6th miscarriage/but 9 confirmed pregnancies since it was implanted and all were miscarriages"), alopecia ("hair loss"), rash ("skin rashes"), autoimmune disorder ("auto immune disorders"), tooth fracture ("teeth broke"), anxiety ("anxiety"), depression ("depression"), hypersensitivity ("allergic reactions"), raynaud's phenomenon ("I do have raynaud's though") and tooth loss ("teeth loss"), experienced medical device pain ("'I had essure for 10 years 9 months 3 days and had pain for 10 years 9 months and 3 days"), lasting 10 years 9 months 3 days, was found to have a pregnancy with contraceptive device ("in that time I got pregnant so many times I stopped counting") and was found to have weight increased ("weight gain"). The patient was treated with hydroxyzine, intrauterine contraceptive device (iud nos) and surgery (salpingectomy in (B)(6) 2017 for essure removal with ablation, then second surgery hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage and medical device pain had resolved and the intestinal perforation, uterine perforation, pregnancy with contraceptive device, habitual abortion, alopecia, rash, autoimmune disorder, tooth fracture, weight increased, anxiety, depression, hypersensitivity, raynaud's phenomenon and tooth loss outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered alopecia, anxiety, autoimmune disorder, depression, genital haemorrhage, habitual abortion, hypersensitivity, intestinal perforation, medical device pain, pregnancy with contraceptive device, rash, raynaud's phenomenon, tooth fracture, tooth loss, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: speedy recovery after salpingectomy , ablation and hysterectomy, back up and running in 4 days. Five weeks post op down 5 pounds and did not do anything. 6 weeks post surgery no complaints. Discrepancy noted in essure removal date initially was given (B)(6) 2018, but in current pif (B)(6) 2018 was given. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("irregegular bleedings, the longest for 7 months, my cycle started in (B)(6) 2016 and ending in (B)(6) 2017/prolonged bleeding for 10 month straight"), intestinal perforation ("perforating my bowels") and uterine perforation ("perforated uterus/ coil migration") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of resuscitation (during delivery of son with hellp syndrome) and parity. The patient had a family history of hellp syndrome (in son). On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2018. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), intestinal perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), medical device pain ("'I had essure for 10 years 9 months 3 days and had pain for 10 years 9 months and 3 days"), pregnancy with contraceptive device ("in that time I got pregnant so many times I stopped counting"), habitual abortion ("I stopped counting after the 6th miscarriage/but 9 confirmed pregnancies sice it was implated and all were miscarriages"), alopecia ("hair loss"), rash ("skin rashes"), autoimmune disorder ("auto immune disorders"), tooth fracture ("teeth broke"), anxiety ("anxiety"), depression ("depression"), hypersensitivity ("allergic reactions"), raynaud's phenomenon ("I do have raynaud's though") and tooth loss ("teeth loss") and was found to have weight increased ("weight gain"). The patient was treated with hydroxyzine and iud nos (intrauterine contraceptive device) as well as surgery (salpingectomy in (B)(6) 2017 for essure removal with ablation, then second surgery hysterectomy). At the time of the report, the genital haemorrhage and medical device pain had resolved. The outcomes for intestinal perforation, uterine perforation, pregnancy with contraceptive device, habitual abortion, alopecia, rash, autoimmune disorder, tooth fracture, weight increased, anxiety, depression, hypersensitivity, raynaud's phenomenon and tooth loss were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered alopecia, anxiety, autoimmune disorder, depression, genital haemorrhage, habitual abortion, hypersensitivity, intestinal perforation, medical device pain, pregnancy with contraceptive device, rash, raynaud's phenomenon, tooth fracture, tooth loss, uterine perforation and weight increased to be related to essure (ess205) administration. The reporter commented: speedy recovery after salpingectomy , ablation and hysterectomy, back up and running in 4 days. Five weeks post op down 5 pounds and did not do anything. 6 weeks post surgery no complaints. Discrepancy noted in essure removal date initially was given (B)(6) 2018, but in current pif (B)(6) 2018 was given. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, allergic reaction, raynaud's disease. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2022: pif received. New reporter added. Implant date updated (model changed), new event- teeth loss, perforated uterus/ coil migration were added. Event- but 9 confirmed pregnancies sice it was implated and all were miscarriages was clubbed with I stopped counting after the 6th miscarriage, event- prolonged bleeding for 10 month straight clubbed with irregegular bleedings, the longest for 7 months, my cycle started in (B)(6) 2016 and ending in (B)(6) 2017. Rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital hemorrhage ('irregegular bleedings, the longest for 7 months, my cycle started in (B)(6) 2016 and ending in (B)(6) 2017') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity and resuscitation (during delivery of son with hellp syndrome). Family history included hellp syndrome (in son). On an unknown date, the patient had essure inserted. The duration of use was 10 years 9 months 3 days. On an unknown date, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required), genital bleeding ("irregular bleeding"), habitual abortion ("I stopped counting after the 6th miscarriage"), alopecia ("hair loss"), rash ("skin rashes"), autoimmune disorder ("auto immune disorders"), tooth fracture ("teeth broke"), anxiety ("anxiety") and depression ("depression"), experienced pelvic pain ("'I had essure for 10 years 9 months 3 days and had pain for 10 years 9 months and 3 days"), lasting 10 years 9 months 3 days, was found to have a pregnancy with contraceptive device ("in that time I got pregnant so many times I stopped counting") and was found to have weight increased ("weight gain"). The patient was treated with hydroxyzine, intrauterine contraceptive device (iud nos) and surgery (salpingectomy for essure removal with ablation, then second surgery hysterectomy). Essure was removed. At the time of the report, the genital hemorrhage and pelvic pain had resolved and the pregnancy with contraceptive device, habitual abortion, alopecia, rash, autoimmune disorder, tooth fracture, weight increased, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered alopecia, anxiety, autoimmune disorder, depression, genital hemorrhage, habitual abortion, pelvic pain, pregnancy with contraceptive device, rash, tooth fracture, weight increased and genital bleeding to be related to essure. The reporter commented: speedy recovery after salpingectomy , ablation and hysterectomy, back up and running in 4 days. Five weeks post op down 5 pounds and did not do anything. 6 weeks post surgery no complaints. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abortion spontaneous, pregnancy with contraceptive device, device ineffective and genital hemorrhage.¿ most recent follow-up information incorporated above includes: on 23-mar-2020: this report was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-13608) which will be deleted from bayer safety database after all information was transferred to this case # (B)(4) which will be retained. New: medical history was added. Essure was inserted for sterilization for 10 years 9 months 3 days, this was also the duration of pain. Event spontaneous abortion was recoded to habitual abortion. Treatment added: iud nos, hydroxyzine, salpingectomy for essure removal with ablation, and second surgery hysterectomy. Comment was added: speedy recovery after salpingectomy, ablation and hysterectomy, back up and running in 4 days. Five weeks post op down 5 pounds and did not do anything. 6 weeks post surgery no complaints. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforating my bowels') and multiple episodes of genital haemorrhage ('irregegular bleedings, the longest for 7 months, my cycle started in (B)(6) of 2016 and ending in (B)(6) of 2017', 'irregular bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity and resuscitation (during delivery of son with hellp syndrome). Family history included hellp syndrome (in son). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced the first episode of genital haemorrhage (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criterion medically significant), the second episode of genital haemorrhage ("irregular bleeding"), habitual abortion ("I stopped counting after the 6th miscarriage"), alopecia ("hair loss"), rash ("skin rashes"), autoimmune disorder ("auto immune disorders"), tooth fracture ("teeth broke"), anxiety ("anxiety") and depression ("depression"), experienced medical device pain ("'I had essure for 10 years 9 months 3 days and had pain for 10 years 9 months and 3 days"), lasting 10 years 9 months 3 days, was found to have a pregnancy with contraceptive device ("in that time I got pregnant so many times I stopped counting") and was found to have weight increased ("weight gain"). The patient was treated with hydroxyzine, intrauterine contraceptive device (iud nos) and surgery (salpingectomy for essure removal with ablation, then second surgery hysterectomy). Essure was removed. At the time of the report, the intestinal perforation, pregnancy with contraceptive device, habitual abortion, alopecia, rash, autoimmune disorder, tooth fracture, weight increased, anxiety and depression outcome was unknown and the medical device pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered alopecia, anxiety, autoimmune disorder, depression, habitual abortion, intestinal perforation, medical device pain, pregnancy with contraceptive device, rash, tooth fracture, weight increased, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. The reporter commented: speedy recovery after salpingectomy , ablation and hysterectomy, back up and running in 4 days. Five weeks post op down 5 pounds and did not do anything. 6 weeks post surgery no complaints. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: newly added events- bowel perforation, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregegular bleedings, the longest for 7 months, my cycle started in (B)(6) 2016 and ending in (B)(6) 2017') and intestinal perforation ('perforating my bowels') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity and resuscitation (during delivery of son with hellp syndrome). Family history included hellp syndrome (in son). In (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criterion medically significant), habitual abortion ("I stopped counting after the 6th miscarriage"), alopecia ("hair loss"), rash ("skin rashes"), autoimmune disorder ("auto immune disorders"), tooth fracture ("teeth broke"), anxiety ("anxiety"), depression ("depression"), hypersensitivity ("allergic reactions") and raynaud's phenomenon ("I do have raynaud's though"), experienced medical device pain ("'I had essure for 10 years 9 months 3 days and had pain for 10 years 9 months and 3 days"), lasting 10 years 9 months 3 days, was found to have a pregnancy with contraceptive device ("in that time I got pregnant so many times I stopped counting") and was found to have weight increased ("weight gain"). The patient was treated with hydroxyzine, intrauterine contraceptive device (iud nos) and surgery (salpingectomy in (B)(6) 2017 for essure removal with ablation, then second surgery hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage and medical device pain had resolved and the intestinal perforation, pregnancy with contraceptive device, habitual abortion, alopecia, rash, autoimmune disorder, tooth fracture, weight increased, anxiety, depression, hypersensitivity and raynaud's phenomenon outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered alopecia, anxiety, autoimmune disorder, depression, genital haemorrhage, habitual abortion, hypersensitivity, intestinal perforation, medical device pain, pregnancy with contraceptive device, rash, raynaud's phenomenon, tooth fracture and weight increased to be related to essure. The reporter commented: speedy recovery after salpingectomy , ablation and hysterectomy, back up and running in 4 days. Five weeks post op down 5 pounds and did not do anything. 6 weeks post surgery no complaints. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, allergic reaction, raynaud's disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. Events medical device removal and genital haemorrhage were deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital hemorrhage ('irregegular bleedings, the longest for 7 months, my cycle started in (B)(6) 2016 and ending in (B)(6) 2017') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity and resuscitation (during delivery of son with hellp syndrome). Family history included hellp syndrome (in son). On an unknown date, the patient had essure inserted. The duration of use was 10 years 9 months 3 days. On an unknown date, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required), genital bleeding ("irregular bleeding"), habitual abortion ("I stopped counting after the 6th miscarriage"), alopecia ("hair loss"), rash ("skin rashes"), autoimmune disorder ("auto immune disorders"), tooth fracture ("teeth broke"), anxiety ("anxiety") and depression ("depression"), experienced pelvic pain ("'I had essure for 10 years 9 months 3 days and had pain for 10 years 9 months and 3 days"), lasting 10 years 9 months 3 days, was found to have a pregnancy with contraceptive device ("in that time I got pregnant so many times I stopped counting") and was found to have weight increased ("weight gain"). The patient was treated with hydroxyzine, intrauterine contraceptive device (iud nos) and surgery (salpingectomy for essure removal with ablation, then second surgery hysterectomy). At the time of the report, the genital hemorrhage and pelvic pain had resolved and the pregnancy with contraceptive device, habitual abortion, alopecia, rash, autoimmune disorder, tooth fracture, weight increased, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered alopecia, anxiety, autoimmune disorder, depression, genital hemorrhage, habitual abortion, pelvic pain, pregnancy with contraceptive device, rash, tooth fracture, weight increased and genital bleeding to be related to essure. The reporter commented: speedy recovery after salpingectomy , ablation and hysterectomy, back up and running in 4 days. Five weeks post op down 5 pounds and did not do anything. 6 weeks post surgery no complaints ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abortion spontaneous, pregnancy with contraceptive device, device ineffective and genital hemorrhage¿ most recent follow-up information incorporated above includes: on 23-mar-2020: this report was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-13608) which will be deleted from bayer safety database after all information was transferred to this case # (B)(4) which will be retained. New: medical history was added. Essure was inserted for sterilization for 10 years 9 months 3 days, this was also the duration of pain. Event spontaneous abortion was recoded to habitual abortion. Treatment added: iud nos, hydroxyzine, salpingectomy for essure removal with ablation, and second surgery hysterectomy. Comment was added: speedy recovery after salpingectomy, ablation and hysterectomy, back up and running in 4 days. Five weeks post op down 5 pounds and did not do anything. 6 weeks post surgery no complaints. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.